Event description:
It was reported the patient had a urinary tract infection. The patient experienced worsening incontinence and frequency. A positive urine culture was noted. The etiology was new illness/injury. The patient was given bactrim and the event resolved without sequelae on (B)(6) 2010.

Manufacturer narrative:
Product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 3889-28, lot# v621113, implanted: (B)(6) 2011, product type: lead. (B)(4).